Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a customer's next of kin that the customer experienced low blood glucose on (B)(6) 2018 with blood glucose of 39 mg/dl at the time of the incident. The customer was at 114 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as being sweaty and weak. The customer was wearing the insulin pump during the incident. The caller thinks the customer's pump was not working properly and over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Pump delivered a bolus properly. No over delivery anomaly noted. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and stained address/serial number label.